Manufacturer narrative:
A field service engineer (fse) visited the site to evaluate the instrument on 02/17/2016. Per the fse, the thermoelectric module (tem) board was burned. The charring and diagnostic error was caused by a defective tem board. (B)(4).

Event description:
The customer reported their optima xe-90 centrifuge produced a d509 error (thermoelectric module, tem, impedance too high) after powering on the unit. A field service engineer (fse) evaluated the instrument and discovered a burnt board in the tem. No smoke or flames were present. There was no death or injury associated with this event.

Manufacturer narrative:
The field service engineer (fse) has completed the repair, and after replacing the tem board (pn b05871) the instrument is operational. The originally reported cause has been confirmed.